Manufacturer narrative:
G1 - mfg contact office city: corrected. D3 - postal code, h3, h6: updated. The suspect product was returned for evaluation. Visual inspection was performed and was found that there was a crack on the male luer portion of the set. Functional test was performed by attaching the suspect luer to syringe and injecting water into the port. A leak was observed. The allegation made by the complainant was confirmed. The probable root cause of the event was due to overtightening of syringe onto the luer port during use.

Event description:
It was stated a chemical leak has occurred. The operator is requesting to investigate where and how it is leaking. The event occurred during use. There was no reported patient harm/adverse event.

Manufacturer narrative:
D4: lot: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.